Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the heating alarm test did not operate. This occurred during priming at the facility. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 10/1/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and duplicated. The root cause is due to misalignment during manufacturing. The over temperature alarm temperature was adjusted to correct the issue.